Event description:
During xia3 surgery, the surgeon used the multiaxial crosslink. When the surgeon tried to have turned set screw of the multiaxial crosslink, the set screw did not turn. Therefore, the surgeon changed the crosslink to another same size crosslink.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.